Manufacturer narrative:
A review of customer provided patient results show that results were generated on three (3) different instruments, at two (2) different sites, and on multiple dates. This follow up report documents two (2) patient results generated by the unicel dxc 800 pro synchron chemistry analyzer (serial number (B)(4)) on (B)(6) 2011. This report is also related to the following mdrs which documents the remaining patient results for this event: 2050012-2011-03676, 2050012-2011-04058, 2050012-2011-03604, 2050012-2011-04059, 2050012-2011-03627, 2050012-2011-04060, 2050012-2011-03605, 2050012-2011-04061, 2050012-2011-03606, 2050012-2011-03628, 2050012-2011-03646, 2050012-2011-03647, 2050012-2011-04063, 2050012-2011-03647, 2050012-2011-04065, 2050012-2011-04066, 2050012-2011-04067, 2050012-2011-04068, 2050012-2011-03607, 2050012-2011-03629, 2050012-2011-04069, 2050012-2011-04070, 2050012-2011-04071, 2050012-2011-03630, 2050012-2011-03609.

Manufacturer narrative:
This follow up report documents further conclusive information for this investigation. Upon further review, bec has determined that this event is related to the problem as described in product corrective action z-2388-2010. As stated in the original report, these events occurred after the field instrument modifications (B)(4) which were implemented to address bubbles on the face of the glucose electrode and short sample delivery performed in (B)(4) 2011. In this follow up report (conclusion not yet available - evaluation in progress) is now removed. (B)(4).

Manufacturer narrative:
It is unknown if calibration or qc was within established specifications during this time. A field service engineer (fse) was dispatched on (B)(6) 2011 and replaced the glucm accusense electrode and the modular chemistry (mc) reagent syringe for the glucose channel. Parts are being returned to bci for further evaluation. Root cause is unknown at this time for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that from (B)(6) 2011 to (B)(6) 2011 the customer obtained forty-six (46), either high or low, erroneous glucose (glucm) results running in duplicate mode, generated on the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. Five (5) of these 46 were amended with incident reports filed. The customer confirmed that no affect to patient treatment attributed or was connected to this event.